Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. The sensor was inserted into the arm, which is off label usage of the device, on 06-18-2022. The product was evaluated. An external visual inspection was performed and passed due to cannula and needle present and without damage. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.